Manufacturer narrative:
The archive used in the procedure was sent to medtronic for testing. It was reported that the issue could be replicated when the images from the archive were loaded on a known operational navigation system.

Manufacturer narrative:
A medtronic representative inspected the navigation system onsite. After removing the entire patient from the system the issue resolved and could not be reproduced. The system performed as intended. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a cranial resection procedure, the navigation system became unresponsive. The surgeon wanted to use fmris from another facility for the case. The exams were loaded into the system and had text and color burned over the images. While attempting to adjust the orientation and merge the exams, the system became unresponsive. The system was rebooted and then several different warnings starting appearing on the screen. The fmris were removed from the system and it was possible to move forward with the case. There was no delay to the procedure as a result of this issue and no impact on the patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.